Event description:
The customer has experienced problems to fully insert the catheter and he has also had bleeding after catheterization. The nurse has advised to try lofric origo and a smaller catheter size.

Manufacturer narrative:
The product was not available to be returned. Batch documentation has been analyzed and reveals no defects or deviations. We have not had any other complaints on this batch. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information to be received, a follow up report will be filed.